Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. Based on technician statement, the pressure transducer test failed during pre-use check due to defective pressure transducer printed circuit board and expiratory channel printed circuit board, which have been replaced to resolve the issue. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure and defective expiratory channel printed circuit board may lead to stop of ventilation or high pressure. The defective part was not available for further evaluation, as it has been keep by hospital. The root cause to the reported issue has not been determined.